Event description:
It was reported the device "did not work." Patient was "retaining some of the liquid." It was reported the implantable neurostimulator (ins) was removed "3-4 months ago." It was noted the patient's body was "rejecting the device." Patient was going to see their doctor again to talk about the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v810975, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4) .